Event description:
Boston scientific received information that the patient twiddled the implantable system and dislodged the right ventricular (rv) lead. The physician had initially opted to remove the entire system as indicated for the patient's current psychological condition. Additional information from the field representative confirmed that on the day that the patient's device was turned off for explant, it was identified that the lead had dislodged. This was further confirmed through fluoroscopy. There was no plan to re-implant the patient with a new system as of this time. The rv lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.